Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a foreign object became stuck in the pump usb port. There was no reported impact to the customer's blood glucose level. It was indicated that insulin pens were available for back up therapy.